Event description:
This device was implanted on (B)(6) 2000 and remains implanted at this time. A call to technical services on 10/23/2013 states that they will be doing a device change out. Dr. Stated that the threshold increased from 1 .ov to 2.2v and impedance increased from 600 ohms to 900 ohms. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).